Manufacturer narrative:
Although this issue occurs when a study is not closed prior to beginning the next study and has since been resolved in a newer lot, a thorough evaluation of this event will be included in a follow-up report upon investigation completion.

Event description:
A customer reported a patient data error while using the tomtec-arena. The software allowed patient data acquired from one data set to be included in the next patient study. There was no misdiagnosis or injury associated with this event.